Event description:
The customer reported that the spectrum pump has system error 322 alarms. There was no patient injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been rec'd by baxter for evaluation. At this time, the evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.